Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. Treatment rendered for the peritonitis was not reported. Dianeal therapies were ongoing. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter has declined to provide any further information.

Manufacturer narrative:
On an unreported date the patient was treated with unspecified antibiotics (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient's recovery status was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon follow up, it was reported the antibiotic treatment was discontinued and the patient was recovered from this peritonitis event three days prior to this report. Should additional relevant information become available, a supplemental report will be submitted.